Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code 814:04 on channel b was confirmed and reproduced during product evaluation. The root cause of the reported problem was assigned to a faulty pump head module. The pump head module on channel b was replaced in order to correct this condition. This issue is being investigated through CAPA.

Event description:
The facility representative reported a colleague infusion pump with failure code 814:04 on channel b. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is 5.04.00 - unremediated.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.